Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04015. The pt received two leads with the same lot number. It was reported, the pt was experiencing intermittent shocking on his left side. Follow up identified the pt had an appointment regarding the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.